Event description:
Additional information received on 4/10/2025: this was discovered during a right knee arthroscopy, arthroscopic, arthroscopic medial meniscus posterior root repair procedure. The broken fragment was from the needle tip. The scorpion needle had been used in conjunction with a scorpion hand instrument; however, the part number of the instrument remains unknown. Notably, the scorpion instrumentation itself did not exhibit any damage or malfunction. No further complications were reported, and the procedure was completed successfully.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/03/2025, an FDA medwatch notification was received via email. A facility representative reported that the tip of the knee scorpion from an ar-4551 broke off in the patient's right knee. The c-arm was brought into the room to visualize and remove the fragment from the patient's knee. The case was completed as usual. This was discovered during a procedure on (B)(6) 2025.